Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two patient samples processed using vitros troponin I es reagent on a vitros 5600 integrated system. The most likely contributing factor is pre-analytical sample processing as the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the original affected sample, although this could not be confirmed. The field engineer (fe) who used the second sample to run precision testing confirmed that the sample was hemolyzed and contained cellular debris which is likely to have led to the precision testing higher than expected result. The fe performed maintenance on the system prior to the precision testing, but did not change or replace any parts. Vitros tropi es and vitros thyroid stimulating hormone (tsh) within run precision testing performed by the fe on the vitros 5600 integrated system were within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results a vitros tropi es lot 3000 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3000 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Furthermore, continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 3000.

Event description:
Non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two patient samples processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Original patient sample result of 0.289 ng/ml vs. The expected result of <0.012 ng/ml. Field engineer (fe) precision test patient sample result of 0.142 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The original higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. There were no allegations of patient harm as a result of this event. The second result was generated as part of instrument testing by the field engineer and was not reported outside of the laboratory. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).